Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Manufacturer narrative:
Implant was implanted in (B)(6) 2006. No detailed information of insertion date implant regio 26 fractured. Construction was a single crown. Patient suffered from periimplantitis following bone loss and implant instability fracture was caused by mechanical overloading after 15 years in (B)(6).

Manufacturer narrative:
Implant was implanted 2006. No detailled information of insertion date

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago